Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the surgeon grasped the appendix with the babcock. He continued to squeeze the babcock articulating ratchet but never recessed any tactile feedback or indication the device had ratcheted down. As a result the appendix burst. The surgeon pulled another babcock, irrigated the pt and finished the case laparoscopically. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 11/17/1998. D5,6; h4: info not available. Endopath babcock grasper: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was tested and performed within design specification. The instrument remained locked while engaged on the ratchet insert, and released when squeezed. The instrument was fully functional and conforming to design specifications. While co was unable to re-create the event, co has documented the circumstances as they were reported to them. In addition, the appropriate engineering personnel have been notified of this incident. This inquiry was originally reported as an rpo "record purpose only".